Manufacturer narrative:
(B)(4). Date sent: 7/31/2020. D4: batch # t5c00n. Device analysis: the analysis found that one ec60a device was returned with no apparent damage and with one ecr60b cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event could not be confirmed as the device opened and closed without any difficulties noted.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button)? Did the jaws eventually open?

Event description:
It was reported that during an unknown procedure, the endocutter ec60a became stuck. After firing the reload, the anvil couldn't be opened. The nurse changed to a new endocutter. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 6/30/2020. Additional information was requested and the following was received: 1. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Doctor transected the tissue(specimen) by knife. 2. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button)? Pushed the knife return button and fired the trigger again. But they still couldn't open the anvil and jaw. 3. Did the jaws eventually open? Yes.